Event description:
The reporter contacted animas on (B)(6 )2012 reporting that while attempting to program the pump, the up, down, and ok buttons were sticking. The reporter stated that there were no signs or damage or moisture. The patient reportedly wore the pump on a waist band. This report is made based on the allegation of the button response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-may-2018 with the following findings: during investigation, no damage or peeling was found to the keypad. All keys were responsive to user input. The keypad was removed and contamination was found under all the button contacts. The pump was opened to find no evidence of moisture corrosion near the keypad connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.